Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a surgical oncology procedure involving resection of the colon. The stapler did not fire. The surgeon was able to press the green firing button, the handle released forward, but the surgeon could not squeeze the handle. The case was completed using a new device. No patient injury.